Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet, resulting in the system entering bg run mode without manual bg entries and subsequent hyperglycemia; insulin delivery resumed after a supply change, but the sensor connection remained unsuccessful until a new sensor was inserted and paired. Symptoms included dry mouth. Outcomes included elevated blood glucose with a reported peak around 400 and time above range for approximately three to four hours, without medical intervention or outside assistance. Investigation included review of device alert history and guided troubleshooting for sensor pairing and supply change. Investigation of this case revealed that the prior sensor stopped or failed and pairing to the ilet was unsuccessful, leading to loss of cgm data and no automated dosing adjustments until the sensor was replaced and connected. It was concluded, based on previously established findings for similar reports, that the cause was sensor communication failure with the ilet that resolved with sensor replacement and successful pairing.